Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6 and h11. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had e226 scope communication error; the issue occurred during inspection for use before the patient room. There were no reports of patient involvement.